Event description:
Patient presented with contact lens related irritation to his left eye which did not subside despite treatment. Patient was diagnosed with a corneal ulcer, possibly of infectious (acanthamoeba or fungal) etiology. Culture reports were negative for parasite or fungus. Patient was admitted for a corneal biopsy and intensive topical antibiotic treatment with natamycin and vigamox. Culture and biopsies remained negative for fungus. The contact lens and contact lens solution tested positive for fusarium. Diagnosis of fungal corneal ulcer was confirmed and patient treated with topical and systemic antifungal medications. Subsequently, patient had to undergo an emergency corneal transplant due to corneal perforation of left eye. Due to further medical complications, patient developed endophthalmitis and underwent a vitrectomy and enucleation (removal) of the left eye. Eye cultures from specimens obtained were positive for fusarium.

Manufacturer narrative:
No device was returned for evaluation and no lot number information has been provided. Medical records from the date of event, 2008, document "h/o using dirty water to water plants." Based on available information, no root cause can be determined and no conclusion can be drawn.